Event description:
Additional information from the consumer reported the programmer was reset and they were given suggestions to try when they adjust it. So far it was good. It was suggested to go to manual settings to adjust the settings and also use manual when doing more walking then they normally do. They normally left it in auto prior to everything. They consumer later reported they were reprogrammed to resolve the jolting but they thought it was more them changing the device. They were changing it in automatic mode instead of manual mode. The jolting was considered resolved.

Manufacturer narrative:
Date of event was reported as (B)(6) 2016.

Event description:
Information received from the patient reported that they felt a "really strong jolting sensation similar to a jolt of lightning" which they described as very strong and painful. The patient stated that when this happened, they have to turn the stimulation from their implantable neurostimulator (ins) off for a day before they can turn it back on. They stated that they felt the jolting about once or twice a week. They noted that they usually felt the stimulation when they are laying down, sleeping, or just walking like normal. There were no falls or trauma reported that were related to the issue. The patient did not have any recent medical tests or had been around any emi environmental exposure that they were aware of. The patient had an appointment next week with their healthcare professional (hcp). The indications for use for the implanted device were noted spinal pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.